Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011, 407652 lead, (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was capped and replaced as it was determined the lead was not in an optimal position. No patient complications have been reported as a result of this event.